Event description:
It was reported that during a laparoscopic gastroenterostomy procedure, surgery was uneventful. But when stapling the stomach with blue reload and device, the third stapling, the machine could not be recharged with a new charge and we seen that had been embedded during the previous charge. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.